Manufacturer narrative:
H.6. Investigation: one photo displaying a loose 3ml syringe with needle attached clear fluid inside was received and evaluated. It was observed the stopper was not properly attached to the plunger rod. The insecure stopper condition was rejectable per product specification. The potential root cause for the insecure stopper defect was associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 3ml ll w/ndl 21x1 rb had a defective stopper. The following information was provided by the initial reporter: "date received for intake: (B)(6) 2020 material no: 309575. Batch no: 9291667. It was reported that rubber portion of the syringe plunger was defective. Event description per attached email states: rubber portion of the sytinge plunger was defecrive, lot #9291667 - patient/hcp/user impact - radiation spill."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll w/ndl 21x1 rb had a defective stopper. The following information was provided by the initial reporter: "date received for intake: 10-29-2020 material no: 309575; batch no: 9291667. It was reported that rubber portion of the syringe plunger was defective. Event description per attached email states: rubber portion of the syringe plunger was defective, lot #: 9291667, patient/hcp/user impact - radiation spill."